Event description:
The user received questionable thyrotropin (tsh) results for four patient serum samples in plastic pour off tubes. All results are in uiu/ml. Patient sample 1 initial result from the pour off tube was 0.038 and the automatic repeat result was 1.01. The sample was then repeated from the original tube and the result was 0.967. Patient samples 2 through 4 were all tested on (B)(6) 2011. Patient sample 2 initial result was 0.041 with a data flag and the automatic repeat result was 4.50. The sample was then repeated from the original tube and the result was 4.490. The sample was then tested on another analytical e module and the result was 4.59. Patient sample 3 initial result was 0.055 with a data flag and the automatic repeat result was 2.72. The sample was then repeated from the original tube and the result was 2.63. The sample was then tested on another analytical e module and the result was 2.67. Patient sample 4 initial result was 0.039 with a data flag and the automatic repeat result was 5.95. The sample was then repeated from the original tube and the result was 5.94. The sample was then tested on another analytical e module and the result was 5.81. None of the erroneous results were reported outside the laboratory. The repeat result from the other analyzer was reported for patient samples 2 through 4. The user did not have access to information to determine if the patients were adversely affected. The tsh reagent lot number was 16197202. The field service representative could not find a cause. He checked and observed that the measuring cells, fluidics, and sampling were performing correctly and as per specification. All system checks were successful. To verify the analyzer operation, he ran performance testing with results within specification and a sample precision. The field application specialist ran calibrations and quality control with acceptable results.

Manufacturer narrative:
The investigation could not determine a specific root cause. However, an instrument issue could be excluded because the field service representative checked the analyzer and performance testing was within specifications.